Event description:
I had the essure procedure done and I want to report that I have had nothing but pain since having it done. I do not have insurance nor can I afford to go have these coils removed, so I am stuck with the pain for the rest of my life. I have constant back pain, leg pain, headaches, get dizzy and lightheaded, major heavy painful periods like all my vaginal insides are going to fall out. I have found a website with tons of other women that are having all the same side effects. Doctors do not believe that it is from essure, but I never had anything like this happening to my body until after they were inserted. Please do something about this and help women that can't afford to get rid of the pain please. I will continue to file a complaint every day until something is done about this. Thank you.